Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the sweep flow tank leaked onto the solenoid bank and shorted the solenoids lv6 and lv17. The leak at the sweep flow tank was repaired by the operator at the facility. The fse noticed a leak at the white blood cell (wbc) bath around the aperture seal due to solenoids lv6 and lv17 not actuating. The fse also noticed hemoglobin (hgb) errors. The fse replaced solenoids lv6 and lv17 and the instrument ran without any leaks or errors. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported the coulter lh 500 hematology analyzer generating hemoglobin (hgb) out of range error; and a leak of 15 mls of clenz from the bottom of the wbc bath. The leak was not contained within the instrument. The operator was wearing gloves and a lab coat at the time of the incident. There was no reported exposure to mucous membranes or open wounds. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.